Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
This event is being conservatively reported for death due to the proximity to the implant procedure and arrhythmia. Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2021, a 35 mm portico ng valve was successfully implanted. Post-implant, the patients rhythm changed to left bundle branch block (lbbb), no treatment was administered. On (B)(6) 2021, the patient had urinary retention and had a foley placed. On (B)(6) 2022, the patient fell into cardiac arrest secondary to complete heart block and emergency medical service (ems) was called. When ems arrived the patient had syncope and cardiac arrest. CPR, epinephrine, atropine, bicarb, dopamine was administered, the patient was intubated in the field, and was then admitted to the ICU. The patient was found to have been in acute renal failure and unable to void for which diuretics were held and hyperglycemia which was treated with an insulin drip. The patients holter monitor also noted a 35 second pause indicating complete heart block; external pacing was provided. On (B)(6) 2022, the patient was found to have a urinary tract infection due to their indwelling foley that was placed on (B)(6) 2021. On (B)(6) 2022, the patient suffered a cardiac arrest with approximately 5 minutes of down time. The patient showed no meaningful neurological activity and was transitioned to comfort care where they past away on (B)(6) 2022.

Event description:
Clinical study patient ID: (B)(6), crd_966 - portico ng approval study, (b)((6). It was reported that on 20 dec. 2021, a 35 mm portico ng valve was successfully implanted. Post-implant, on (B)(6) 2021, the patients rhythm changed to left bundle branch block (lbbb) and 2nd degree av block, no treatment was administered. On the same day, the patient also had urinary retention and had a foley placed. On (B)(6) 2022, the patient fell into cardiac arrest secondary to complete heart block and emergency medical service (ems) was called. When ems arrived the patient had syncope and cardiac arrest. CPR, epinephrine, atropine, bicarb, dopamine was administered, the patient was intubated in the field, and was then admitted to the ICU. The patient was found to have been in acute renal failure and unable to void for which diuretics were held and hyperglycemia which was treated with an insulin drip. The patients holter monitor also noted a 35 second pause indicating complete heart block; external pacing was provided. On the same day, the patient fell 2 times and ems was called. The patient had no injuries and refused to be transported to a hospital. On 05 (B)(6) 2022, the patient was found to have a urinary tract infection due to their indwelling foley that was placed on (B)(6) . 2021. On (B)(6) 2022, the patient suffered a cardiac arrest with approximately 5 minutes of down time. The patient showed no meaningful neurological activity and was transitioned to comfort care where they passed away on (B)(6) 2022.

Manufacturer narrative:
An event of left bundle branch block, urinary retention, cardiac arrest, heart block, syncope, acute renal failure, hyperglycemia, urinary tract infection, "no meaningful neurological activity", and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.